Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device replacement due to the advisory, a slight abrasion was observed. The lead was repaired with a lead repair kit and remains implanted. The pacemaker dependent patient was in good condition following the procedure.